Manufacturer narrative:
H7 and h9 updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable infusion pump (s/n (B)(6)) found that the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5000 mcg/ml at ¿70 mcg; max 847mcg with max ptm¿) via an implanted pump. At the routine pump replacement procedure, the hcp reported that he had seen discrepancies in the reported pump volume on the tablet and the actual drug removed during the refill procedure. He noted two different occurrences of discrepancy. The first was a standard refill in 2020 on an unknown date. He was unaware of the exact discrepancy. The second discrepancy was noted at the time of the cap (catheter access port) study. The hcp was able to aspirate as expected/normal from the cap. He then withdrew the drug from the pump and was only able to aspirate 2 ml, but the tablet showed 8 ml. Per the hcp, the patient did report symptoms of withdrawal. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. During the replacement, the scrub tech aspirated drug to confirm the volume and was not able to aspirate any drug. The tablet showed that there should have been 3.8 ml in the pump. It was unknown if the issue was resolved. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿.